Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (date) in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 174 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 175 mg/dl and 187 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 03/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).